Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 25% to 5% after being connected to a power source. Following the battery drop, the customer was unable to charge the pump despite the attempt of multiple power sources. The battery gauge then jumped from 65% to 100%. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.